Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer failed. The customer attempted to reset and unplug the unit; however, the drawer still did not open. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(b) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 pyxibus module controller, drawer controller, retractor band, hard stop was faulty. A field service engineer replaced module controller on drawer 4, replaced drawer controller 4.1 and 4.2, replaced retractor band on 4.1 and 4.2, replaced hardstop 3.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.